Event description:
It was reported that the customer was hospitalized with a high blood glucose of 597 mg/dl. It was stated that the customer had first experienced low blood glucose levels, but after treating, she rebounded with extreme high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, displacement and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.